Event description:
It was reported that no audio output occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. On approximately (B)(6) 2023, the patient did not remember hearing any audio output from her phone, and did not get an alert that her bg had dropped. She only had her phone with her and had left her receiver at home. She was at a friend¿s house and had gone to sleep at 11:30 pm. The cgm value was 170 mg/dl. Two hours later her friend found her passed out on the floor and called emergency medical services (ems). The bg fs was 38 mg/dl by paramedics. She was transported to the hospital and treated with IV dextrose in the emergency room. On (B)(6) 2023, additional information about the event was received. At the time of the event, the patient was unable to speak and she did not remember any other bg or cgm values. She remembered regaining consciousness at the hospital several hours later with her daughter present at the bedside. She remained in the hospital less than 24 hours and was discharged home after her bg was stable. After the event her medical doctor changed her diabetes regimen, stopped insulin and changed her to oral diabetes management (junuvia). At the time of the follow up contact, the patient was in stable condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.